Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was not properly performing the air removal step and was using fiasp insulin with the pump. Tandem customer technical support informed customer to properly perform the air removal step and that fiasp insulin is off-label per the user guide. Reportedly, the customer was advised to clean the vents as well. There was no adverse impact to customer¿s blood glucose level. Customer changed the pump supplies to address the alarms and resumed insulin delivery.